Event description:
On (B)(6) 2011, I had the essure birth control device implanted in me in (B)(6). Within a few months I started breaking out in a rash. This quickly spread to my entire body. This went on for almost a year and a half. At first, the rash was so bad I was treated with steroids. The rash was in my throat and doctors feared it was closing my throat. In the year after the procedure, my body completely fell apart. Here is a list of my symptoms: ear pain (deep stabbing), neck arthritis, dry mouth, dry eyes, dry skin, facial redness/rosacea, scaly red body rash - body itchy, fatigue, dermatographic urticaria, chronic urticaria, heat induced urticaria, joint pain, shoulders, and ankles, hair loss, swelling of hands and feet, large weight loss, loss of appetite, loss of sexual drive, bruising, slow healing cuts, chronic constipation with overflow, followed by full constipation, ulcers in mouth, nausea. I was a healthy (B)(6) year old woman when this was done. I ended up having a hysterectomy in (B)(6) 2013 removing my uterus, and tubes containing coils. I am now symptom free and have no hives. I lost several jobs and much time with my family due to this product. I was never told it contained nickel. I was never told about this possible complications.